Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 412 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the contact perform a system check with the current supplies on the pump and the occlusion appeared to be at the site level as the cartridge and tubing were functioning as expected. However, the contact indicated that the current occlusion alarm had continued after two site changes. The customer was to use insulin pens to manage diabetes.